Event description:
A 4.0mm diameter x 24mm length ave gfx stent was inserted and placed across the target lesion. Upon attempt to inflate stent delivery system to 14atm, the balloon did not expand. After removal of the stent delivery balloon, the physician attempted to inflate the balloon with 18 atms, of pressure, which was unsuccessful. The target lesion was treated with another manufacturers stent. There was no additional clinical sequelae reported relative to the event.